Manufacturer narrative:
Narrative - ge healthcare received the sample absorber for investigation and tested the device with the adu. System checks were performed and revealed that the device did not perform according to specs when used with the amsorb absorber. It should be noted that the amsorb absorber is not validated for use with the adu. The adu user reference manual, document no. 8501700-2, warns not to connect external equipment to the adu system other than those specified by ge healthcare. An additional contributing factor was the presence of the tape on the absorber ports that had not been removed prior to installing on the adu. A preoperative check of the equipment, described on page 79 of the adu user reference manual, 8501700-2, is designed to pick up such a condition. The adu user reference manual, document no. 8501700-2, page 49, warns users to only use pt hoses and accessories approved by ge healthcare.

Event description:
A pt was reportedly induced and ventilation was started. The airway pressures were reportedly high and the ventilation volume was noted to be low during mechanical and manual ventilation. The oxygenation and breath sounds reportedly remained normal. The customer reportedly noted that pt spirometry measured lower pressure than indicated on the ventilator. Neither replacing the anesthesia machine or medication reportedly altered the results. At the end of the case, the customer reportedly noted the bright red caps protecting the absorber ports had apparently been lost, and the ports of the amsorb absorber, where the ventilator is connected, were sealed with transparent tape. The absorber MFR (armstrong medical) places the tape on the ports for storage purposes.